Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced infections, pelvic, vaginal and back pains, urinary and bowel problems, recurrence, vaginal scarring, disfigurement, dyspareunia and is having antibiotic treatment as results of the implant. The patient also had partial mesh explant surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.